Event description:
It was reported that the 9800 system was arching from the x-ray tube and there was mix images in the image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage tank, power capacitor module, snubber board, batteries, and filament drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.